Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer became aware that a user of the rep dreamstation auto CPAP had alleged nose irritation, dizziness, headache. There was no serious patient harm or injury. No medical intervention was specified by the patient.  The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer became aware that a user of the rep dreamstation auto CPAP had alleged nose irritation, dizziness, headache. There was no serious patient harm or injury. No medical intervention was specified by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. Box h: (device) problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated. Box g:box g:report source - other updated.